Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl. The customer stated that the insulin pump had a blank display. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment is neither damaged nor corroded. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Blank display not found during testing. The device passed the self test, sleep current measurement, active current measurement and the displacement test.